Event description:
Customer called on (B)(6) 2011 reporting that their beckman coulter coulter lh 750 hematology analyzer recovered 6.3% nucleated red blood cell (nrbc) count with instrument-generated r-flag and imm ne1 message on one patient sample. Customer reported that the sample was rerun on a second lh750 instrument which generated an erroneous nrbc result of 0% with instrument-generated (imm ne1 and imm ne2) flags. This report is for the second lh750 instrument which generated the erroneous result. Customer stated that the erroneous result of 0% nrbc was reported outside the laboratory. Manual smear was then performed and customer counted 10 nrbc's. A corrected report was then issued to change the nrbc count to 6.3%. No death, injury or change to patient treatment was associated with this event. Field service engineer (fse) was dispatched and validated the diff pumps, latron, and vcs (volume, conductivity and scatter). Root cause for the erroneous nrbc is unknown. However, the instrument gave messages that alert the operator to review results.